Event description:
(B)(4). My insurance covered essure device to be implanted in 2008. I have had constant pain since, heavy periods which I received an endometrial ablation, anemia, painful intercourse, at times debilitating pain in which I could not function day to day activities. I had to receive a hysterectomy(B)(6) 201 to remove essure and alleviate these symptoms.